Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2011, it was reported by the pt that there was stimulation, however, after charging for about 5 minutes (with the rapid flashing green light) the charger loses communication. Pt mentioned a recent weight loss which may impact the effect of the device. No further info is available at this time.